Event description:
The customer reported that the device burned a pt. The degree of burn and type of treatment was not reported.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.